Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving a calibration error on the sensor. Customer stated that this alarm occurred while she was eating. She did not know the expiration date of the sensors. She stated that there was no incorrect entry of a blood glucose reading or a delayed entry. She stated that this alert was not the result of the first calibration after initialization. Customer was advised to calibrate when blood glucose levels are stable. Customer also stated that she received a bad sensor alert after a second consecutive calibration error. The blood glucose reading was 291 mg/dl. Nothing further was reported.